Manufacturer narrative:
Device passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error 4 or unexpected insulin flow blocked alarms noted. Device received with the audio alert functioning properly. No audio alert anomaly noted. Pump error 63 alarm confirmed in the pump history due to broken pin 6 trace on keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an audio anomaly, recurring pump error alarms, and insulin flow blocked alarm. They reported that the insulin flow blocked alarm recurred even after switching out the infusion set and reservoir. The customer was unable to clear the pump error alarms during troubleshooting. The customer¿s blood glucose during the incident was unknown. The device will be returned for analysis.